Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. Per the visual inspection, the sample was evaluate and found that the balloon had burst around the sac area. The balloon was investigated under a microscope and found no pieces of the sac were missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. The following information was found during the dimensional evaluation: eye snip length:3/32¿, inflation lumen coverage:14 thou, balloon thickness:21 thou, burst initiated from bottom collar of sac:1cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After placement, it was observed that the catheter with a deflated balloon had fallen out of the patient. Upon inspection the facility found that the balloon was damaged. There were allegedly no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After placement, it was observed that the catheter with a deflated balloon had fallen out of the patient. Upon inspection the facility found that the balloon was damaged. There were allegedly no missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was damaged. The catheter was inserted into the patient for urine drainage. After placement, it was observed that the catheter with a deflated balloon had fallen out of the patient. Upon inspection the facility found that the balloon was damaged. There were allegedly no missing pieces.